Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door was failed and not unlocking. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge door was failed and not unlocking. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door failed. The field service engineer found the adjustable latch partially attached to the glass door. Removed the slim line hasp and reinstalled it on the door frame. Removed the smart remote manager (srm) and relocated it to align with the new hasp. The door now opens and closes normally. The system functioned as intended after the field service engineer repaired the device.